Event description:
It was reported that during patient use, the ventilator stopped cycling. There was no patient harm or therapy change reported. Although requested, there is no information regarding the patient being transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and was unable to duplicate the reported malfunction. The ventilator passed all tests, calibrations and operated within the manufacturing specifications.